Event description:
It was reported that the asymptomatic patient presented for followup and post paced twave oversensing was observed on the stored egm. Device reprogramming was successful. The patient was doing fine.